Manufacturer narrative:
Incidental findings: loose patient cable rubber encasing. Manufacturer's investigation conclusion: the reported event of difficulty connecting to the black connector of the patient cable from the mobile power unit (mpu) was confirmed. During the evaluation of the returned mpu, serial (B)(6), it was noted that the unit had warped threads at the top of the black connector making it difficult to screw the connector nut. The system powered up as intended and passed all tests. The patient cable was replaced, and preventative maintenance was performed. The unit was returned to the rental pool. The root cause for the reported connection difficulties was due to a warped thread on the black connector; however, a root cause for the damage was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 ¿safety checklists¿ and heartmate 3 IFU (rev. G) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU (rev. G) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the black connector on the mobile power unit (mpu) was difficult to connect to. The mpu was exchanged.